Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a04 captures the reportable event of bands damaged/defective. Block h11: the returned speedband superview super 7 was analyzed; only a tube was received. Additionally, the customer provided an image containing information related to the complaint, however, no visible damage aligned with the reported event. No other problems with the device were noted. With all available information, the most likely cause of the reported issue cannot be determined due to insufficient evidence. The ligator housing and handle were not returned for analysis, preventing identification of any potential device defects. Furthermore, without a proper evaluation of the device, the probable factors contributing to the event remain unknown; therefore, the most probable root cause assigned is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a band ligation procedure performed on (B)(6) 2025. During the procedure, the elastic bands were melted together, likely due to chemical or heat damage during production, as they appeared damaged before the device was assembled. The device was changed, but there was no information as to what device was used. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a band ligation procedure performed on (B)(6) 2025. During the procedure, the elastic bands were melted together, likely due to chemical or heat damage during production, as they appeared damaged before the device was assembled. The device was changed, but there was no information as to what device was used. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6) . Block h2: correction: correction to blocks d2a common device name and d2b pro code. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a04 captures the reportable event of bands damaged/defective.

Manufacturer narrative:
Block e1 (initial reporter email) has been updated with the additional information received on october 23, 2025. Block e3 has been corrected. Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a04 captures the reportable event of bands damaged/defective.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a band ligation procedure performed on (B)(6) 2025. During the procedure, the elastic bands were melted together, likely due to chemical or heat damage during production, as they appeared damaged before the device was assembled. The device was changed, but there was no information as to what device was used. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d2b (pro code (product code)): mnd block e1 (initial reporter address 1): rua dr alceu de campos rodrigues 95 block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a04 captures the reportable event of bands damaged/defective.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a band ligation procedure performed on (B)(6) 2025. During the procedure, the elastic bands were melted together, likely due to chemical or heat damage during production, as they appeared damaged before the device was assembled. The device was changed, but there was no information as to what device was used. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.